Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A loose/mislocated stent can be affected by numerous factors including, but not limited to: inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. The stent delivery system (sds) was not returned for analysis and may have assisted in the investigation. It is possible that handling during removal of the sheath or preparation of the sds may have contributed to the reported unstable stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for unstable stent or any incidents reported for stent dislodgement for this lot. A conclusive cause for the reported unstable stent could not be determined and there are no indications of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that when removing the protective sheath off of the promus rx stent delivery system (sds) the stent moved distally towards the tip. The procedure was successfully completed with another sds. No patient involvement. No additional information was provided.